Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): d274trk ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient was in for a routine check and they had noted that there was an alert for high impedance on the left ventricular lead about a month ago. On that same date, at a device check, the patient was experiencing stimulation (hiccup sensation) from the left ventricular lead. The polarity was changed at that visit for the stimulation from tip coil to ring coil. It was explained to the clinician that the lead is a unipolar lead and has no rv-ring to pace from, therefore the impedance went out of range. The lead remains in use. No further patient complications have been reported as a result of this event.